Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The system software and calibrations were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message and failed to boot to a usable state. There is no report of a patient injury or death associated with this event.